Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly no longer experiences pain. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient ceased device use due to pain. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.